Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not verified. A test remote control was able to turn on/off the stimulation without any issues near a large television. The device functioned as expected. Device exhibits normal characteristics.

Event description:
A report was received that the patient¿s ipg was not functioning properly. The patient could not turn it off and the ipg was turning on and off by itself around the television. The physician could not confirm if there was a malfunction with the ipg. The patient underwent an explant procedure.